Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt, and it was found to be in good overall condition. The device was functionally tested and passed the tests as the gun primed and fired but with lots of resistance and also the gun is very dry and sequencer weldment assembly needs upgrading. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the identified difficult to prime issue as gun primed and fired with lots of resistance during evaluation. The root cause for the identified difficult to prime issue was determined to be gun is very dry identified during evaluation. During evaluation it was also determined to be outdated sequencer weldment assembly are likely contributing to the identified difficult to prime issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. (Expiry date: 11/2021).

Event description:
It was reported that during evaluation, the device had some physical resistance. After further review, it was identified that the technician found that there was 'lots of resistance' when priming and firing the device during the service evaluation. There was no patient contact.